Manufacturer narrative:
Although requested, the complainant facility was unable to provide a sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Since a lot or catalog number was not provided, a three month search of dialyzers delivered and lots was conducted for the reported 180nr dialyzer. No lot numbers were found for the reported dialyzer. However, 11 lots for a 180nre dialyzer were found to have been delivered during the three month time frame preceding the event. Review of the batch production records for those lot numbers did not reveal a probable cause for the customer complaint. There were no non-conformances that relate to the reported complaint event, and the lots met release criteria.

Event description:
During follow up for an occurrence of shortness of breath and weak pulse during a pt's hemodialysis treatment in the hospital, the acute dialysis nurse reported the pt experienced similar symptoms at the outpatient hemodialysis unit on (B)(6) 2015 and he was transported to the hospital. Follow up was done with the outpatient hemodialysis facility's clinical manager (cm). According to the cm, the pt experienced shortness of breath and loss of consciousness approximately 10 minutes after dialysis was started. He required CPR and was transported to the hospital where he was admitted. The pt experienced similar symptoms while hospitalized and the dialyzer was changed to another MFR's model. The pt has been discharged from the hospital and returned to the outpatient dialysis facility where he continues on hemodialysis with the other MFR's dialyzer. He has had no symptoms. The sample dialyzer was available for return to the MFR.

Manufacturer narrative:
The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported event of shortness of breath and loss of consciousness after 10 minutes of hemodialysis. A supplemental medwatch report will be submitted upon completion of the investigation.